Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic gastric bypass on (B)(6) 2013 and suture was used. When the surgeon started the second layer gastrojejunostomy anastomosis, the needle pulled of the suture. The surgeon removed the needle and used another like suture to complete the anastomosis. There were no adverse patient consequences.